Event description:
Claimant advised MFR of possible hinge mechanism failure on device. Claimant was directed to discontinue use of device until evaluation and repairs were performed. Claimant refused repairs and demanded replacement. Claimant continued to employ the device, and before replacement was installed, the top unit fell onto the bottom; ostensibly trapping claimant's left hand between the outer edges of the units. Claimant alleges incident caused a "hair-line" fracture of left hand. Claimant will not submit medical reports. Claimant will not permit inspection of device.